Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an image problem. The issue was found during the set up, the image sometimes do not display anything. There were no reports of patient involvement.